Event description:
The customer observed falsely elevated Sodium results generated on the Alinity c Processing Module for multiple samples that were not reported out of the laboratory. The samples were repeated on another instrument in the laboratory.The following results were provided:SID (b)(6) Initial results = 161 mmol/L, repeat result (b)(6) result = 143 mmol/L, repeat after troubleshooting (b)(6) = 147 mmol/LSID (b)(6) Initial results = 178 mmol/L, repeat result (b)(6) result = 141 mmol/L, repeat after troubleshooting (b)(6)= 143 mmol/LSID (b)(6) Initial results = 179 mmol/L, repeat result ((b)(6) result = 139 mmol/L, repeat after troubleshooting (b)(6) = 140 mmol/LSID (b)(6) Initial results = 183 mmol/L, repeat result (b)(6) result = 140 mmol/L, repeat after troubleshooting (b)(6) = 141 mmol/LSID (b)(6) Initial results = 171 mmol/L, repeat result (b)(6) result = 140 mmol/LSID (b)(6) Initial results = 167 mmol/L, repeat result (b)(6) result = 139 mmol/L, repeat after troubleshooting ((b)(6) = 140 mmol/LSID (b)(6) Initial results = 187 mmol/L, repeat result (b)(6) result = 139 mmol/L, repeat after troubleshooting (b)(6) = 139 mmol/LSID (b)(6) Initial results = 187 mmol/L, repeat result (b)(6) result = 138 mmol/L, repeat after troubleshooting (b)(6)= 139 mmol/LSID (b)(6) Initial results = 179 mmol/L, repeat result (b)(6) result = 135 mmol/LNo impact to patient management was reported.

Manufacturer narrative:
The Field Service Representative inspected the Alinity c Processing Module, performed troubleshooting and replaced the worn Cable, ICT to ICT Pre Amp to resolve the issue. Issue resolution was confirmed with a passing calibration and successful ICT (Quality Control) QC precision run. No additional result issues have been documented since part replacement. The instrument service history review revealed no additional tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for the Alinity c Processing Module did not identify any similar issues as described in this complaint. Additionally, review of complaint and trending data associated with Cable, ICT to ICT Pre Amp did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any nonconformances or potential nonconformances. Labeling was reviewed and adequately addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the Alinity c Processing Module for serial number (b)(6) or the Cable, ICT to ICT Pre Amp was identified.All available patient information was included. Additional patient details are not available.